Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The root cause of the bleeding/ hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Event description:
It was reported that a paitent implanted with an impella 5.5 experienced access site bleeding. Four units of red blood cells were transfused to the patient to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.